Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received one coolsculpting treatment to the upper abdomen, and a second coolscultping treatment approximately six months after the first treatment with cooladvantage applicator may have developed paradoxical adipose hyperplasia. Approximately thirteen months after second treatment patient was evaluated by physician who observed visible prominence in upper left abdomen.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.

Manufacturer narrative:
Corrected data: d1, d4, g1, h11. Subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2022-00240.